Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred after the pump was dropped. Customer's blood glucose level was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.